Manufacturer narrative:
Detailed product information was not provided to bsc due to the timing of the adverse event post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient presented with persistent atrial fibrillation and the physician decided to treat the patients' pulmonary veins and posterior wall with pulsed field ablation with a farawave nav catheter. The procedure was completed successfully with no complications and to our knowledge left the lab in sinus rhythm. It was reported that the patient had died a day after the procedure. No further information was provided. The device is not expected to return for analysis.

Manufacturer narrative:
Correction to the initial MDR in block(s) patient code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Detailed product information was not provided to bsc due to the timing of the adverse event post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation (discarded). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient presented with persistent atrial fibrillation and the physician decided to treat the patients' pulmonary veins and posterior wall with pulsed field ablation with a farawave nav catheter. The procedure was completed successfully with no complications and to our knowledge left the lab in sinus rhythm. It was reported that the patient had died a day after the procedure. No further information was provided. The device is not expected to return for analysis.